Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, moderately calcified, de novo lesion in the mid left anterior descending (lad) coronary artery. A 2.5x33mm xience xpedition stent was deployed in the target lesion and a dissection was noted at the distal of the implanted stent. A 2.5x18mm xience xpedition stent was deployed and successfully treated the dissection. There was no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.